Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep report: "I have been made aware today of an exeter stem that has fractured in a patient. I have pictures of the stem and details from the surgeon." Update: the patient suddenly felt a sharp pain in the hip, was admitted to the hospital for an x ray and then travelled by air ambulance down to another hospital. The patient was revised due to a fractured stem. "Patient was x rayed on thursday (B)(6) 2024, was sent by air ambulance to hospital on saturday (B)(6) 2024, operation was completed on monday (B)(6) 2024."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via review of the provided photographs. Method & results: -product evaluation and results: the device was not returned for inspection; however. Photographs were provided. The photographs show a recently explanted exeter stem fractured at the neck. The ceramic head remains assembled to the stem trunnion. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient is planned to be revised due to fracture of the stem. The device was not returned for inspection; however. Photographs were provided. The photographs show a recently explanted exeter stem fractured at the neck. The ceramic head remains assembled to the stem trunnion. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep report: "I have been made aware today of an exeter stem that has fractured in a patient. I have pictures of the stem and details from the surgeon." Update: the patient suddenly felt a sharp pain in the hip, was admitted to the hospital for an x ray and then travelled by air ambulance down to another hospital. The patient was revised due to a fractured stem. "Patient was x rayed on thursday (B)(6) 2024, was sent by air ambulance to hospital on saturday (B)(6) 2024, operation was completed on monday (B)(6) 2024".